Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set separated. The following information was provided by the initial reporter: I was made aware of multiple instances of primary infusion set 2420-0007 failing. I have 3 isolated sets in my office, lot #s 25035013 (2 sets) and 25025334 (1 set). It appears to be breaking off at the pump segment.

Manufacturer narrative:
One sample of item 2420-0007, lot 25025334 and one sample with an unknown lot number was submitted for quality evaluation. Visual inspection indicates that both samples separated below the lower pumping segment fitting. The customer complaint of separation was confirmed. The investigation was forwarded to manufacturing for root cause determination. After the investigation, the most potential root cause it related to the lack of solvent due to an incorrect insertion of tubing to solvent dispenser by the production personnel and/or issues with the solvent dispenser. As corrective action, an accessory is to be implemented to the solvent dispenser that assists the production personnel in guiding the tubing to the insertion point. A device history record review for model 2420-0007 lot number 25025334 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.